Event description:
It was reported to boston scientific corporation that during the removal of a therapeutic ureteral stent, polaris loop, (pt's age unk) in 2006, the loop broke. The physician was able to retrieve the stent with a grasper. There were no reported adverse affects to the pt.

Manufacturer narrative:
The device was received and evaluated by the MFR. A visual evaluation revealed that the distal loops had been stretched and one was broken. Both loops had multiple calcifications. No functional evaluation was performed due to the encrusted inner diameter of the device. A lot history search was not performed due to the lot number not being provided. The customer's complaint has been confirmed.